Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia, with blood glucose reaching 260 mg/dl and rising for over two hours, while using a steel 6 mm contact/detach infusion set; troubleshooting identified that the infusion set had been replaced without tubing priming and that the cartridge had been inadvertently removed during the process, after which a full cartridge and tubing change with proper rewind, reconnection, and fill was completed and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included transient impact to blood glucose that began to improve, with glucose trending downward after therapy was restored. Investigation included customer-care guided troubleshooting and education on proper infusion set, cartridge, and tubing change procedures and priming until drops are observed. Investigation of this case revealed that incorrect handling during set change and cartridge removal interrupted insulin delivery, which is consistent with use-related handling of the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use error related to infusion set management. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.